Event description:
Same case as MFR report #: 2134265-2010-05040, 2134265-2010-05041. It was reported that during a stenting treatment procedure, a perforation, cardiac tamponade, cardiogenic shock, emergency surgery and patient death occurred. There were two lesions noted, one in the second obtuse marginal (om) artery and one located at the take off of the first obtuse marginal artery from the left circumflex artery (lcx). The 90% stenosed lesion in the severely tortuous and moderately calcified proximal second om was treated first. Timi iii flow was noted in the vessel pre-procedure. A 2.0x12mm apex balloon was advanced to the lesion and inflated to 12 atms for 40 seconds. A 2.5x12mm promus stent was advanced to the lesion and deployed at 12 atms for 30 seconds. The stent was deployed successfully and no vessel damage was noted. The physician then treated the 80% stenosed lesion located in the severely tortuous and moderately calcified first om to lcx which had timi iii flow. It was further noted that there was measurable plaque proximal to the take-off of the om. A 3.0x10mm cutting balloon was advanced to the lesion and inflated twice to 10 atms. A 3.0x18mm promus stent was advanced to the mid lcx and deployed at 20 atms for 30 seconds. Post stent placement, there was wither plaque shift or a slight vessel spasm that was not medically treated. Placement of the stent over the take-off of the om required the reopening of the vessel. Multiple non bsc wires were advanced to the ostium of the om1/lcx. A pt choice guide wire was successfully advanced to the lesion. A 1.5x10mm non bsc balloon was then advanced to the ostium of the om1/lcx and inflated with waist to 12 and 15 atms respectively. Slight blushing of contrast was noted after inflation indicative of a perforation. A 2.25x12mm quantum maverick balloon was advanced to the lesion and the stent delivery system of the 3.0x18mm promus stent was advanced down the lcx in a kissing balloon technique. The 2.25x12mm quantum maverick balloon was inflated to 20 atms for 20 seconds in the om. A 3.0x15mm apex balloon was then advanced to the lesion in the om and was not inflated due to the patient presenting with cardiac tamponade. All devices were removed and the patient went into cardiogenic shock. An emergency pericardiocentesis was performed and over 1 liter of blood was removed from the patient. The patient was intubated and CPR was performed. The physician attempted to rewire the lesion for approximately 5-10 minutes to place a covered stent, but could not gain access to the distal lcx. The patient developed a transient idioventricular rhythm and was sent to the operating room for an emergent procedure. The patient subsequently expired. Upon further review of the cine by the physician, it was noted that the pt choice guide wire which was initially thought to be in the true lumen of the om, was noted to be in a small branch parallel to the om. As the pt choice guide wire was advanced through the branch, it perforated the vessel. Per the physician¿s review, the 1.5x10mm non bsc balloon was then advanced and it is thought that is transversed into the pericardial space. The 2.25x12mm quantum maverick and 3.0x15mm apex balloon were also thought to have transversed into the pericardial space. The physician attributes the cause of death to perforation by the pt choice guide wire and worsened by the use of the balloons.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)